Event description:
Healthcare professional reported, left side rupture. Detected via ultrasound. And presence of a large area of fibrosis (inflammatory process). The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: not observed. Local reaction: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed. Additional, changed, and/or corrected data: h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side rupture detected via ultrasound and presence of a large area of fibrosis (inflammatory process). The device remains implanted

Event description:
Healthcare professional reported left side rupture detected via ultrasound and presence of a large area of fibrosis (inflammatory process). The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.